Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a "no cassette" alarm occurred right after the cassette was inserted in the pump. No issues were observed when trying with another cassette of the same lot. No patient injury was reported.